Event description:
Customer stated "one morning after I took off the bottom aligners, my lower jaw locked on the left side. I could open my mouth only halfway. It was okay by that night. The next day, I had same thing but didn't get better that night. I wore them the next night and still have locked jaw. I did not wear them last night and my jaw is still locked." Customer was then provided with jaw discomfort template and link to schedule a call. Customer states they don't have any pain, their jaw is just locked.

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."